Manufacturer narrative:
Complaint (B)(4). Received 2pc 450225/a19024nx for evaluation. Received medwatch report. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, the complaint is confirmed. Please refer to recall8020040-04/03/2020-001-r.

Event description:
Customer reported via FDA medwatch report (B)(4) that the device failed on two occasions while transferring blood from a 10cc syringe after a central line draw. On both occasion the needle remained in the tube, first was the lavender tube (edta), and the second was the mint tube (pst). Customer did not report manufacturer of the tube, however customer is a user of greiner vacuette blood collection tubes.